Manufacturer narrative:
Correction: on initial MDR the evaluation FDA device code of 2588 was reported in error. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after implantation of intraocular lens (iol), the patient had lens complications. The lens was explanted in a secondary procedure and replaced with a monofocal lens. The clinical reason for explant was myopic outcome. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).